Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the patient was being moved when the cardiosave intra-aortic balloon pump (iabp) generated an alarm. It was noticed that blood had leaked all the way to iabp. Therapy was concluded, the iab was removed, and the iabp was sent to biomed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information - describe event or problem. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter as well as on the interior and exterior of the returned extender tubing. A portion of the extracorporeal tubing and male leur was cut from the iab and not returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and a leak was detected on the membrane approximately 1.27cm from the rear seal measuring 0.013cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood leaked all the way to cardiosave intra-aortic balloon pump (iabp). The iab was removed and the iabp was sent to biomed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).